Manufacturer narrative:
Additional information: one actual sample was received for evaluation. A visual inspection noted the tubing was separated from the female connector, main body and twist clamp. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the silicone tubing of a peritoneal dialysis (pd) transfer set separated from the twist sleeve. This event occurred as the patient was connecting for pd therapy. To resolve the issue, the patient went to the hospital and the transfer set was changed and the patient received prophylactic antibiotics. There was no patient injury or medical intervention associated with this event. No additional information is available.